Event description:
Dealer is stating that the chair was intermittently shutting down with no lights.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.